Event description:
A malfunction was reported by the customer without any notable preceding events. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed, resolving the issue. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the customer understood and acknowledged.